Event description:
It was reported that the atrial exhibited high capture thresholds and undersensing, due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.